Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer did use a pen. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced and to remove the pump battery to prevent continued alarms. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test however, received motor error alarm during occlusion test due to faulty force sensor. The motor passed the motor test. The insulin pump rewind properly during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.